Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported by the patient had muscle spasms while treating with spinal pak device. The sales representative advised she didn't think the spasms were from the spinal pak device but reported the incident. The customer service representative called the patient and found the patient went to the ER and was given hydrocodone/flexeril to treat the spasms on both sides. It happens at the same time in the same spot and both sides feel like a contraction. The patient wore the unit 8-10 hours a day when sleeping at night. The patient did not call her doctor only the sales representative. The patient claims she has not been able to wear the device consistently because of the pain. Some days she can bare it, other days it is excruciating. The patient is going to try the 63b electrodes and conduct a time test and call back with any issues. The patient also stated she wasn't sure if it was due to the surgery or the device.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, and h3. Additional information in d4, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported by the patient had muscle spasms while treating with spinal pak device. The sales representative advised she didn't think the spasms were from the spinal pak device but reported the incident. The customer service representative called the patient and found the patient went to the ER and was given hydrocodone/flexeril to treat the spasms on both sides. It happens at the same time in the same spot and both sides feel like a contraction. The patient wore the unit 8-10 hours a day when sleeping at night. The patient did not call her doctor only the sales representative. The patient claims she has not been able to wear the device consistently because of the pain. Some days she can bare it, other days it is excruciating. The patient is going to try the 63b electrodes and conduct a time test and call back with any issues. The patient also stated she wasn't sure if it was due to the surgery or the device.